Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
Patient medical history includes but is not limited to: renal disease. According to the instructions for use (IFU) for the gore® dryseal flex introducer sheath, adverse events that may occur include, but are not limited to include: vascular trauma (ie., dissection, rupture,perforation, tear, etc.).

Event description:
Following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis using gore® dryseal flex introducer sheath. The intraoperative angiography imaging reveled a dissection at the origin of right external iliac artery. An additional bare metal stent was placed from the right common iliac artery to the external iliac artery to cover the dissection. The patient tolerated the procedure. The physician reported the external iliac artery was tortuous, and the tip of the sheath might had been dissected the external iliac artery.